Manufacturer narrative:
Unit had no button response due to flattened dome switches on esc button, act button and down arrow button (creased). No unexpected numbers ramping/scrolling screens noted. Unable to test the empty reservoir alarm, time/clock anomaly or the reservoir icon anomaly due to no button response. Unit had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the insulin pump received an empty reservoir alarm when it is not empty. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.